Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to pain.

Manufacturer narrative:
After further review of additional information received the following sections b3, b4, b5, b6, b7, d4 expiration date, d6, d7, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. This device is used for treatment, not diagnosis.

Event description:
It was reported that a female patient was implanted with a left total knee arthroplasty. The patient complained of pain and loosening in the left knee and was revised. No other information provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00037, 1038671-2018-00039 and 1038671-2018-00040.